Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor also. Insulin pump passed the displacement test. Unable to perform the prime/compromised force sensor system test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that they were changing the infusion set and it came up compromised force sensor system. Customer reported that pump was not dropped or bumped prior to the compromised force sensor system alarm occurring. It was reported that the drive support cap appears normal. It was also reported that they experienced high blood glucose of 25 mmol/l and was treated with manual injection. The insulin pump will be returned for analysis.